Manufacturer narrative:
(B)(4). The customer reported battery does not hold a charge when doing the pm (preventative maintenance), the low battery message appears then the device shuts down before the test in finished. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported battery does not hold a charge when doing the pm (preventative maintenance), the low battery message appears then the device shuts down before the test in finished.